Event description:
In 2005, this pt was successfully implanted with three gore tag thoracic endoprostheses. Six weeks later, the pt was identified with a distal type I endoleak. A successful reintervention was performed to repair the endoleak on the same day, using a gore tag thoracic endoprosthesis and a gore excluder aaa endoprosthesis aortic extender component. Final angiograms showed evidence of a small type ii endoleak which the physician has chosen to monitor.

Manufacturer narrative:
A review of the mfg paperwork has been submitted.